Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 53-year-old male patient presenting with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was reported as scai shock stage c. The patient was additionally supported with extracorporeal membrane oxygenation (ECMO). Approximately four days following impella cp insertion, a left ventricular (lv) thrombus was identified on echocardiogram. At the time of this finding, the impella cp device was functioning at performance level p-3 with flows of approximately 2.0 liters per minute. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate. No device alarms, malfunctions, or performance abnormalities were reported, and the device was functioning as intended. After approximately 5.5 days of support, the impella cp device was successfully weaned and removed. The duration of support exceeded the recommended duration of use for the impella cp device. The patient outcome is survived through impella cp explant and remains on ECMO support. The lv thrombus is conservatively reported as a thromboembolic event. Based on the available information, there is no evidence of device malfunction, and the impella cp device functioned as intended. The thrombus formation is most likely multifactorial and may be attributable to the patient¿s underlying critical illness, cardiogenic shock, and the requirement for multiple forms of mechanical circulatory support.